Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. There was poor recharging telemetry. There were no known causes and diagnostics/troubleshooting included a physician evaluation and the antenna locator was used with the recharger. A pocket revision was performed. The battery looked like it was well placed and not too deep but the patient was unable to get good recharging telemetry so a new pocket was placed more superficially. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.